Event description:
It was reported that there was a problem with the 2.0mm coupler during a fibula free flap. The ring came apart. The anastomosis was sutured by hand. No further details are available.

Manufacturer narrative:
The coupler devices involved in the incident were not returned for eval, and therefore, functional testing could not be performed. A review of the device history record was not possible since the lot number was unavailable. Same reporter as the following manufacturer report numbers, but separate events: 2183620-2012-00047, 2183620-2012-00048, 2183620-2012-00049, 2183620-2012-00050.